Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and moisture contamination inside the battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no evidence of excessive battery usage observed in black box. Battery compartment intact, no cracks. Evidence of moisture contamination found inside battery compartment. No battery cap returned with pump. A test cap was used for all testing. No power loss observed. Current draws within specifications. Pump case was removed, no evidence of additional moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Unrelated to the complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display, which was fully functional and fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.